Manufacturer narrative:
Product complaint # (B)(4). The single complaint was reported with multiple events through a journal article. No specific patient information regarding events has been provided and it is unknown if the events have been previously reported. The manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Citation: the american journal of sports medicine, vol, 32, no. 1, doi: 10.1177/0363546503258923.

Event description:
It was reported in a journal article entitled: calcific insertional achilles tendinopathy reattachment with bone anchors. This prospective study aimed to report the results of surgical management including bursectomy, excision of the distal paratenon, disinsertion of the tendon, removal of the calcific deposit, and reinsertion of the achilles tendon with bone anchors exclusively of patients with recalcitrant calcific insertional achilles tendinopathy. From april 1996 to january 2001, a total of 21 physically active individuals (n=5 women and n=16 men; average age: 46.9 years; range: 38 to 59) were included in the study. After the repair, wound was closed in layers using absorbable sutures (vicryl, polyglactin 910 braided absorbable suture) (ethicon). Complaint included superficial infection of the surgical wound (n=2). They received oral antibiotics for 5 days and healed uneventfully. Other complaint is hypersensitivity of the surgical wounds (n=3). They were counselled to rub hand cream over the wound several times a day and were asymptomatic by the 6th postoperative week. In conclusion, disinsertion of the achilles tendon to excise the calcific deposit fully and reinsertion of the achilles tendon in the calcaneus with suture anchors is recommended. No patient experienced a traumatic disinsertion of the reattached tendon.